Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint but verified the issue in the error logs. The device was tested and no failures were observed. The device passed all testing. An unrelated issue was found and corrected. The battery was replaced as a precaution.

Event description:
It was reported that a ventilator had a backup battery failure alarm. There was no patient involvement,

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.